Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 24 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'cap separation' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cat plus blood collection tubes, the product stopper pulled out of tube when in the analyzer. This event occurred twice. The following information was provided by the initial reporter. The customer stated: we have had the odd sample tube where the lid has been de-capped on the system but the inner rubber bung has remained on the tube. This has caused us some problems when the tube presents to the analyser for analysis. So far it's only been seen on the red topped serum tubes and the last 2 times it's happened the serial number for the tubes were the same."